Manufacturer narrative:
Dr. (B)(6) was contacted by dr. (B)(6) and zr-cem was used incorrectly which led to the crown not being cemented properly.

Event description:
Dentist misused zr cem in cementing a crown resulting in the crown coming off and becoming swallowed by the patient.